Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was aortic neck angulation and conical aortic neck. It was reported that the bifurcated stent graft was difficult to deploy at the targeted implanting zone below renal arteries; however the stent graft was deployed at the intended landing zone. The final angiogram revealed that there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff proximal to the bifurcated stent graft. The proximal type I endoleak was minimized but still present. The patient will be monitored. The physician stated that the cause of the proximal type I endoleak was due to the patient's anatomy of angulated and conical aortic neck. The physician also felt that no additional intervention was necessary and that the endoleak would resolve on its own. No additional clinical sequelae were reported and the patient is fine.